Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is a new pump user and experienced elevated blood glucose (bg) levels of 260 mg/dl. Customer delivered a bolus to address bg levels. Reportedly, the customer changed the supplies on the pump. Customer consulted with healthcare provider to adjust pump settings.